Event description:
It was reported that the patient's implantable cardiac monitor (icm) was undersensing and had misinterpreted false atrial fibrillation (af) episodes. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.

Event description:
The implantable cardiac monitor (icm) also had exhibited unspecified oversensing. Programming changes were made. Patient status was unknown.